Event description:
It was reported that, trying to disassociate the cone body from the conical stem and the jack screw would turn all the way down through the puller and collet but would not disconnect the body. We ended up pulling both implants out together and reamed up 3 additional millimeters to a 21mm conical stem. The surgeon was very upset that this tool that we have used before would not work. I tried again after the implants and instruments had been washed and had the same result, although, I continued to turn the t-handle harder and harder to see if it would disconnect them and then the collet ended up snapping and the jackscrew bent.

Manufacturer narrative:
Additional information pertaining to the device referenced in this report was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.